Manufacturer narrative:
Device evaluated by MFR: a visual examination found that the stent of the device had been deployed. It is not known when the stent was deployed. The deployed stent was returned for analysis. No damage or issues were noted with the deployed stent. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified a severe kink to the shaft of the device located approximately 130mm distal of the main t- valve. This type of damage is consistent with excessive force being applied to the device no other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-oct-2020. It was reported that stent difficulty advancing was encountered. The target lesion was located in the biliary tract. An 8x80x75/ 6f wallstent rp endoprosthesis was used, but could not be advanced after advancing a part of the stent. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent detached/separated.